Event description:
It was reported that when using the BD Pyxis¿ MedBank Tower, cabinet was unavailable. Customer reported that user was unable to log in to the cabinet because a "Drawers Offline" message was displayed on the screen.However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 11-NOV-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the cabinet was unavailable. A technical support specialist remotely accessed the cabinet and found that the LAN9500 network adapter was missing in ncpa.cpl. Assisted the customer in powering on the switch behind the cabinet, after which the LAN9500 adapter reappeared. Relaunched the application, and the customer was able to successfully log in to the cabinet. The system functioned as intended after the technical support specialist troubleshot the device.